Event description:
Device issue: filter migration. Time of device issue: during the procedure. Adverse event: none. It was reported that the nav6 embolic protection device was inserted, but was unable to cross the lesion with the first attempt. After predilatation of the lesion with a voyager dilatation catheter, the nav6 filter was deployed distally. Due to poor guide catheter support, the nav6 prolapsed proximally towards the lesion as the stent was advanced. The filter was removed and the rx acculink stent was implanted in the lesion without a filter. There were no reported adverse pt effects. Though requested, no additional info was provided.

Manufacturer narrative:
(B)(4). The customer reported, the device was discarded. A follow-up report will be submitted with all additional relevant info.